Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: lock screw square 2.7mm x 16mm cat# 131227116 lot#ni. Dvr lock narrow l cat# 131821050 lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the square driver fractured off when inserting a locking screw into a dvr crosslock narrow plate. The tip of the driver was cold welded into the screw, which the surgeon decided to leave in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.